Manufacturer narrative:
On 10-31-2016 an ocd field engineer (fe) arrived at the customer site and confirmed no other specimens affected and instrument is passing all qc. Inspected fluidics system, reviewed tif images for straightness and clarity. Fe also verified brightness setting per mod 41 instructions which 120, with spec being 101-128. Feran wad diagnostics successfully and operation of instrument was accepted by customer. No qc necessary at this time as no settings or parts were hanged (qc was successfully run earlier). Instrument is operating as expected. No repairs needed. The root-cause could not be confirmed although the most probable root cause is associated with an anti-e being weak and/or at the detection limit of the technique and reagents used.

Event description:
Customer reported false negative result to one cord sample tested on provue on (B)(6) 2016. Result of negative dat was reported to clinician, however based on positive abs screen on maternal sample. Dat was requested to be repeated on cord blood. With manual gel testing using the same lot # of gel cards lot # 012116001-09 exp 12/18/2016 and diluent 2 lot # md039, the dat was positive ( 1+). Elution reveal anti- e. Customer further added same sample was retested on provue on 10/20 and again still getting negative result. ( visual inspection of gel card showed negative).